Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a request for an unknown repair was made for a hand piece device . It was unknown if the device was used in a surgical procedure or if there were any delays. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.